Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the reported clip opening could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na

Event description:
This is being filed to report the clip opening after deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, after the third attempt at establishing final arm angle (efaa) when removing the lock line, the clip opened about 20 degrees. The procedure was completed with the mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.